Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient described the area as redness, a sore and blood coming from the front area on the electrodes. There was no alleged device malfunction contributing to the open wound. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.